Event description:
The account stated that the celldyn 1800 analyzer generated an initial wbc result of 1,600/ul. The sample was repeated and a result of 7,000/ul was generated. There was no report of impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A field service representative (fsr) was dispatched to the account. The fsr inspected the cell-dyn 1800 instrument and performed a clean for ship, adjusted the red blood cell (rbc) count, adjusted the pam voltages, cleaned the hgb flow cell and premix cup, ran calibration and precision, which passed. The fsr was able to resolve the issue with the performed maintenance. The instrument was performing within specifications and no further investigation was required. The complaint analysis and trending system (cats) was reviewed and no adverse trends were identified for the reported issue. The cell-dyn 1800 system operator's manual was reviewed and was found to adequately address the issue and provides information on troubleshooting and diagnostics, and service and maintenance. No deficiency / malfunction was identified. This is the final report.